Manufacturer narrative:
An investigation has been initiated. Additional info and the device sample have been requested - to date no further info has been received. When the investigation is complete a supplemental report will be submitted.

Event description:
It was reported that the catheter was "broken".